Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was inflated without problems during pretest and hence it was used. It was mentioned that after changing the position during surgery, the catheter fell out and when checked, the balloon was found to be damaged.

Manufacturer narrative:
The reported event was confirmed manufacturing related. One sample exhibited the reported failure. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product was not used for patient treatment or diagnosis. The product caused the reported failure. A potential root cause for this failure could be punch depth too large. Visual evaluation of the returned sample noted one opened (without original packaging), a 3-way temp sensing catheter. Visual inspection noted no obvious defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked into the drainage lumen inside of the balloon. The balloon was dissected and found that the notch is double perforated. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter [shape, configuration and principles] bard® silver lubri-sil® foley tray consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls, vinyl gloves and statlock foley. Some catheter types of the device may have a temperature sensor for measuring patient¿s core body temperature and there are several types of closed drainage bags. The bag and statlock foley included in the tray will depend on the product. The surfaces of the catheter are coated with a minute amount of metallic silver and further coated with polyurethane, having antiproliferative effects on microorganisms on the catheter. <material> balloon catheter: silicone; silver coating this product is made with bacti-guard®* silver alloy coating. <sizes of catheters> available in sizes 12 to 22 every 2fr 1. Balloon catheter foley catheter temperature-sensing catheter 2. Accessories closed drainage bag (the illustration shows one example of typical configurations.) [Intended use & effect- efficacy] the device combines a disposable catheter that is designed to be placed in the bladder for the purpose of urinary drainage and a urine drainage bag. [Directions for use] 1. Method of use (1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. (2) lubricate the catheter shaft with the lubricant jelly. (3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck. (5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. 2. Precautions for use (1) to secure a sterile field for the procedure, spread a clean wrapping paper. (2) place waterproof sheet beneath patient¿s buttocks. (Fig. 1) (3) put on sterile gloves. Open tray and place it on the wrapping paper. (Fig. 2) fig.1 fig.2 (4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (Fig. 3) (5) lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray. (Fig. 4) <direction for use bard® ez-lok® sampling port> 1) occlude drainage tubing a minimum of 10 cm below the sampling port by kinking the tubing until urine fills the tubing up to near (slightly above) the sampling port. 2) swab surface of site with antiseptic wipe. 3) using aseptic technique, position the needle less syringe (slip-tip type or luer-lock type) in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port. Press the syringe and twist to lock the syringe onto the sampling port. (Fig. 8) fig.8 4) aspirate desired volume of urine. After sampling, detach the syringe. Ensure that the rubber stem of the sampling port has returned to its original position. 5) unkink tubing. <how to disconnect catheter from tubing> catheter is pre-connected to ez-lok, and the connecting part is covered with red seal (tamper-evident seal). Remove the seal by grasping the tab at the end of the seal and pulling along perforations, and then disconnect the catheter and the tubing using aseptic technique. (Fig. 9) fig. 9 (12) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (13) when deflating balloon, do not aspirate with a syringe by hands. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.]. (14) do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. (15) when endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. (16) do not wet the lead wire and the junction with extension cable. (17) this device is compatible only with monitors requiring ysi 400-series type temperature probes. [Precautions] 1. Precautions for use (exercise caution when using the device in the following patients) 1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions 1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. 2) when any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. 3) when it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿. 3. Malfunction and adverse events 1) malfunction - catheter kinking, damage, rupture - difficulty or failure to remove the device - occlusion of catheter inner lumens - encrustation - accidental removal of the device due to leakage of sterile water or balloon rupture - device damage due to inappropriate use - failure to measure temperature - improper temperature indication 2) adverse events - urinary-tract infection - hemorrhage, hematuria - allergy reaction to the device - calculus formation - edema - pain - discomfort - injury of bladder or urethral - urethritis, urinary incontinence - retained balloon fragments [storage method and expiration date] 1. Storage store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date indicated on the direct package and the outer box." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the foley catheter balloon was inflated without problems during pretest and hence it was used. It was mentioned that after changing the position during surgery, the catheter fell out and when checked, the balloon was found to be damaged. Per follow up via ibc on 13sep2022, it was impossible to find the pinhole or the rupture from the photo sample and there were no missing pieces.